Event description:
It was reported that the device had pump error log. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting a pump error in the logs was confirmed during a review of the device logs, however the error could not be replicated during laboratory testing. Preventive maintenance test results showed that the returned module passed all tests except for the visual inspection task due to the observed corrosion on the latch sear and that the door would get ¿stuck¿ when trying to open it, there were no other obvious issues observed, and the device was found to be operating within specification. The pcu or pcu logs were not returned, pump module event logs contain limited programming information and does not contain drug information. The dataset was not returned. A review of the suspect pump module error logs showed that on 25sep2025 at 7:29 am the suspect pump module alarmed error code 211.2000.0. Review of the event logs on 25sep2025, found that there we no programmed infusions observed, the device was powered on by the user and immediately alarmed error code 211.2000.0 at 7:29 am and was quickly channeled off by the user. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. It was observed during the external inspection that the door latch sear was found to be corroded. It was observed during the internal inspection that there were signs of corrosion in the front keyboard board. The device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting a pump error in the logs was confirmed during a review of the device logs, however the error could not be replicated during laboratory testing. Preventive maintenance test results showed that the returned module passed all tests except for the visual inspection task due to the observed corrosion on the latch sear and that the door would get ¿stuck¿ when trying to open it, there were no other obvious issues observed, and the device was found to be operating within specification. The pcu or pcu logs were not returned, pump module event logs contain limited programming information and does not contain drug information. The dataset was not returned. A review of the suspect pump module error logs showed that on (B)(6) 2025 at 7:29 am the suspect pump module alarmed error code 211.2000.0. Review of the event logs on 25sep2025, found that there we no programmed infusions observed, the device was powered on by the user and immediately alarmed error code 211.2000.0 at 7:29 am and was quickly channeled off by the user. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. It was observed during the external inspection that the door latch sear was found to be corroded. It was observed during the internal inspection that there were signs of corrosion in the front keyboard board. The device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had pump error log. There was no patient involvement.